Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider returned a manifold assembly. The manifold assembly was returned for evaluation. The service engineer evaluated the manifold and could not verify the reported complaint.

Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that during patient use a ventilator airway had a malfunction. The device continued ventilating/cycling. The patient was removed from the ventilator and transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to contamination. If information is provided in the future, a supplemental report will be issued.